Event description:
It was reported that a patient was placed on impella 5.5 for support. During support it was noted that epinephrine and norepinephrine restarted post arrhythmia. Additionally, echocardiogram (echo) and repositioning performed due to ventricular tachycardia episodes. Left ventricle thrombus on echo and heparin was started. The 5.5 was successfully weaned and explanted as bridge to left ventricle assisted device. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction b1. The investigation of the reported failure mode has been completed. No product was returned. Ventricular fibrillation, thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.